Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedance measurements of greater than 2000 ohms as well as noise. There are no plans to intervene at this time, and the patient will continue to be monitored. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.